Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the electrode migrated partially out of cochlea within the last 3 months. Four channels have been found to be out of cochlea and the user was experiencing facial nerve stimulation. During the surgery to reposition the electrode, the art responses were absent in electrodes 1-6 after the electrode was re-inserted. It was decided to re-implant the user with a new device.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced facial nerve stimulation (fns) likely due to stimulation in the middle ear caused by extra-cochlear channels. Reportedly four channels migrated post-operatively out of cochlea. A re-insertion surgery was performed but the electrode was most likely damaged and the device was explanted. The concerned device has not been received for investigation yet.

Event description:
Reportedly the electrode migrated partially out of cochlea within the last 3 months. Four channels have been found to be out of cochlea and the user was experiencing facial nerve stimulation. During the surgery to reposition the electrode, the art responses were absent in electrodes 1-6 after the electrode was re-inserted. It was decided to re-implant the user with a new device.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the recipient experienced facial nerve stimulation (fns) likely due to stimulation in the middle ear caused by extra-cochlear channels. Reportedly four channels migrated post-operatively out of cochlea. This is a final report.

Event description:
Reportedly the electrode migrated partially out of cochlea within the last 3 months. Four channels have been found to be out of cochlea and the user was experiencing facial nerve stimulation. During the surgery to reposition the electrode, the art responses were absent in electrodes 1-6 after the electrode was re-inserted. It was decided to re-implant the user with a new device.